Manufacturer narrative:
(B)(4).

Event description:
The event was noted to be a potential pocket fill issue. It was unknown what type of drug the pump was infusing.

Event description:
It was reported that a health care provider (hcp) had a leaking pump. The leak would occur at a refill. It was noted that there had been issues with ¿faulty ports¿. The issues were specified to be post-refill. It was also noted that the hcp had mentioned the leaking pump issue at an (B)(6) for investigative pathology (asip) meeting for the state of (B)(6) on (B)(6) 2015. ***omitted information related to pe (B)(4) (eri/eos; alarm), pe (B)(4)(leaking; ER; unk pt 1), pe (B)(4)(leaking unk pt 2), pe (B)(4)(leaking unk pt 4), and pe (B)(4)(alarming pumps)*** no interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).